Event description:
A tandem mobi cartridge alarm was reported, which caused the customer's blood glucose to display a "high" reading, though the specific value was unknown. As a corrective action, the customer administered a correction injection via mdi and did not require assistance from a third party. The customer was able to replace the cartridge and resume insulin therapy.